Event description:
Affiliate reported that the patient heard the pump alarm on (B)(6) 2012 in the morning. The hardware failure [4] has probably been detected during the pump self test on (B)(6) 2012 00:00. Since this time, the program is supposed to be stopped (as in case of any hw failure), this has been confirmed by the pump status read on (B)(6) 2012 (pump in stop program mode). The pump reservoir has been emptied on (B)(6) 2012, 1pm. The recovered volume (34.5 ml+ catheter volume) corresponds to the volume indicated by the pump fls (34.3ml). Oral medication has been given to the patient since that time. The patient feels withdrawal symptoms the day after, (B)(6) 2012 in the morning. Today, (B)(6) 2012, the patient is quite o.k.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the tests data collected confirmed the defect observed by the customer: hardware failure [4]. The analysis of the data extracted from the pump indicated that the failure was due to a component failure of the mmc flash memory. A review of the device history records revealed that relative to the device there were two non-conformances noted during the manufacturing of the device, however they were not relevant to the complaint. This appears to be an isolated event. This is the first complaint for this type of problem received. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.